Event description:
A us distributor contacted zoll to report that a (B)(6) male pt passed away not wearing the lifevest. The pt's wife alleged that the pt was not wearing the lifevest that day because there was something wrong with the electrode belt and were waiting a replacement.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4)has been completed. Upon evaluation, there monitor and electrode belt were able to detect and treat. The monitor speaker was found to be defective and the front therapy electrode (te) was leaking gel. The root cause of the defective speaker cannot be positively identified. The root cause of the gel leak is physical abuse. The defective speaker and the leaking gel would not have prevented proper detection and treatment. Device manufacture date: monitor: 12/2013 electrode belt: 05/2013.